Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the pump's black box showed no evidence of excessive battery usage. The battery compartment had a crack from the thread area to the case seal. There was evidence of mositure contamination inside the battery compartment. The pump's current draws were within specifications. No evidence of excessive pump temperature was duplicated during the investigation. A leak test showed that there was a leak at the crack in the battery compartment. There was no evidence of additional moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.